Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. Measuring equipment ID (B)(4). We made a visual inspection of the instrument. We noticed lots of corrosion at several points, even in the jamming latching mechanism. Further we noticed the jamming of the balls of the ball set screws, the locking mechanism of the blades. Both screws jammed underneath their target position. It is clearly visible that the position of the ball is not high enough for a sufficient locking function. In the next step we measured the gap between the ball and the opposite edge. The measured values are out of specification. The root cause of the jamming of the balls is corrosion in the inner of the ball set screw. For a better understanding of the mechanism of a ball set screw. Batch history review: the manufacturing documents have been checked and found to be according to the specification valid during the time of production. There are no further complaints with this lot. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the patches of corrosion are sure indications of incorrect reprocessing and/or incorrect storage. The jamming of the mechanism, also the ball set screws, is caused by the corrosion. A material failure or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the blade would not connect/attach to the retractor.